Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the motor device shut off on its own and did not display any error codes was not confirmed. Therefore, an assignable root cause could not be determined. However, during evaluation it was found that the console displayed e9, e8, and e5 error codes when the device was plugged in. During repair it was observed that the ID resistor was worn out (actual reading: open line-50 megohms fluctuating). The assignable root cause for this condition was determined to be due to component wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure of the spine, it was observed that the motor device shut off on its own and did not display any error codes. It was reported that there was a five minute delay in the procedure and an unspecified spare device was available for use. It was reported that the procedure was completed successfully. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.